Event description:
The surgeon reported that he broke the suture with a knot pusher after tying a knot and pushing it into position to complete a labrum re-attachment.

Manufacturer narrative:
The anchor remains implanted in the pts bone, therefore, it will not be returned. A definitive cause of the event could not be determined from the info available and without the device for evaluation. Based upon feedback from the surgeon, the likely root cause of the incident was due to damage to the suture by the knot pusher, causing the suture to break. The device history record was reviewed and shows that the lot for the device allegedly at issue met MFR specifications and release criteria. This was determined to be a reportable event due to the permanent nature of the anchor that was left in the pt, even though there was no injury reported.